Event description:
It was reported that a pt underwent a prophylactic generator replacement. The explanted generator was returned to the MFR and product analysis revealed that the generator failed the feed-thru capacitor tests. The feed-thru capacitor tests performed at the bench confirmed that the positive feed-thru capacitor was electrically open. The function of the feed-thru capacitors is only to provide emi protection and is not required to provide therapy. As a result, an intermittent electrical connection of this component does not impede the pulse generator's ability to provide therapy according to the programmed settings. Functionally, the device will perform as intended and provide an output pulse tht meets spec. It is possible that the manipulation of the feed-thru wires may have contributed to the intermittent condition. With the exception of the noted conditions, there were no adverse findings that would inhibit the product from performing as intended.